Event description:
Pt had a left heart catheterization using the right femoral artery approach. A starclose vascular closure device was used for hemostasis post cath. Pt developed a retroperitoneal bleed requiring surgical intervention. The surgeons dictated reported states that he was unable to locate the nitinol ring that is present after deployment of the starclose vascular closure device.